Manufacturer narrative:
Updated data: h2 h3 h6 image review: unfortunately, only 2 short videos were provided, where we can appreciate the proper function and placed of the harmony® transcatheter pulmonary valve (tpv). The indication of use of the harmony® tpv is to treat pulmonary regurgitation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, the inflow side of the valve was positioned proximally to the patient's stenosis so that the outflow side of the valve would not overlap the upper lobe branch. Following the implant of the valve, the delivery catheter system (dcs) was removed and imaging was performed that revealed the valve had migrated to the distal end. As the gradient was expected to improve, no treatment was performed and the patient was monitored. No patient complications were reported as a result of this event. Additional information was received that a pre-implant balloon dilation was performed with a 16 mm balloon. The valve migration occurred before access site closure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID {harmony-dcs}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, the inflow side of the valve was positioned proximally to the patient's stenosis so that the outflow side of the valve would not overlap the upper lobe branch. Following the implant of the valve, the delivery catheter system (dcs) was removed and imaging was performed that revealed the valve had migrated to the distal end. As the gradient was expected to improve, no treatment was performed and the patient was monitored. No patient complications were reported as a result of this event.